Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture and lymphadenopathy.

Event description:
Healthcare professional reported left side "images characterized by fibrous areas and inflammation" and "formation of a cyst in the left breast, presence of breast prosthesis showing partial irregularity at the edge." Additionally physician reported " pain in left breast, induration, us with capsular contracture and rupture","the presence of scarce fibrosis is identified in both breasts, predominantly in the superoexternal quadrants", and "axillary regions with presence of chronic inflammatory lymph node."device remains implanted.

Event description:
Healthcare professional reported left side "images characterized by fibrous areas and inflammation" and "formation of a cyst in the left breast, presence of breast prosthesis showing partial irregularity at the edge." Additionally physician reported " pain in left breast, induration, us with capsular contracture and rupture","the presence of scarce fibrosis is identified in both breasts, predominantly in the superoexternal quadrants", and "axillary regions with presence of chronic inflammatory lymph node. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of inflammation/irritation, deformation, deformation, cyst-ndr, capsular contracture, rupture, lymphadenopathy and lump/nodule-ndr was reviewed. Visual analysis of the photographs identified: rupture: no observed rupture on the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Deformation: deformation device observed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Additional, changed, and/or corrected data.